Event description:
The catheter had been in place 28 days for the infusion of tpn and antibiotics. The pt attempted to climb over the bed rail when the catheter got tangled up in the side rail and snapped at the reinforcing shim and at one lumen. A nurse was present and the catheter was removed. The catheter had been secured with an occlusive dressing and strips.

Manufacturer narrative:
The device is currently being evaluated by the MFR. It is anticipated that the evaluation will be completed shortly.